Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A single photograph of the implicated 4fr s/l powerpicc solo catheter was returned for evaluation. The molded suture wings, a section of the extension leg, and a section of the catheter shaft were within the frame of the photograph. The implicated device contained a semi-circumferential split in the catheter shaft, directly distal of the molded suture wings. The split in the catheter nearly traversed the entire circumference of the catheter shaft except for a small section. There were no distinguishing features visible in the submitted photograph which could aid in identification of a specific root cause. Possible contributing factors could include material fatigue from repetitive kinking or torsion forces applied to the catheter, damage from sutures or the securement method, or sharp instrument damage. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot.

Event description:
It was reported leakage just inside the insertion site during sampling and flushing. Catheter laid august 21.

Event description:
It was reported leakage just inside the insertion site during sampling and flushing. Catheter laid august 21.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2269 showed no other similar product complaint(s) from this lot number.